Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead was found to be dislodged during a post-implant procedure check-up. The lead exhibited a loss of capture and far r-wave oversensing as a result. The lead was repositioned later that day. The patient was stable throughout the procedure. No electrical anomalies were noted during the device check on the following day.